Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 850 days after essure insertion, she underwent a medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("medical device removal / metal wire consistent with essure device / two pieces of metal spring") in a 35 year-old female patient who had essure inserted (lot no. B02269) for female sterilisation. The patient had a medical history of foot pain and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 850 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: insertion date. As per argus (B)(6) 2013. As per mr (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: cannulation and injection was performed and bilateral tubal occlusion wires are in place. The uterine cavity appears unremarkable. There is no tubal opacification or free spill identified. Impression: indwelling bilateral tubal occlusion devices with no evidence of tubal patency. [Pathology test] on (B)(6) 2015: left fallopian tube: 1. Fallopian tube segment. No specific histopathologic abnormalities. 2. Metal fragments consistent with essure device. B. Right fallopian tube: 1. Fallopian tube segment. No specific histopathologic abnormalities. 2. Metal wire consistent with essure device. Source description. A left fallopian tube with essure. B right fallopian tube with essure. [Ultrasound pelvis] on (B)(6) 2015: the essure device is seen in place bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 850 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("medical device removal / metal wire consistent with essure device / two pieces of metal spring") in a 35 year-old female patient who had essure inserted (lot no. B02269) for female sterilisation. The patient had a medical history of foot pain and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 850 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: cannulation and injection was performed and bilateral tubal occlusion wires are in place. The uterine cavity appears unremarkable. There is no tubal opacification or free spill identified. Impression: indwelling bilateral tubal occlusion devices with no evidence of tubal patency. [Pathology test] on (B)(6) 2015: left fallopian tube: 1. Fallopian tube segment. No specific histopathologic abnormalities. 2. Metal fragments consistent with essure device. B. Right fallopian tube: 1. Fallopian tube segment. No specific histopathologic abnormalities. 2. Metal wire consistent with essure device. Source description: a left fallopian tube with essure. B right fallopian tube with essure. [Ultrasound pelvis] on (B)(6) 2015: the essure device is seen in place bilaterally. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event-"medical device removal updated to device breakage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.